Event description:
A perforation of the uterine wall further to spontaneous electrocoagulation by a metallic instrument placed in the pt uterus when the system placed outside the pt activated "all by itself". No other similar occurrences was reported so far.